Event description:
The customer was hospitalized with dka. Troubleshooting revealed the customer had not changed the set in a couple of days and the infusion set was leaking at the luer connector. Explained the 2 high bg rule and instructed to change set.